Event description:
It was reported carelink monitor not receiving power. Verified power cord is connected and tried different power outlets. Patient has used the monitor before, most recently transmitted 16 days prior. No patient complications were reported as a result of this event. Later reported the power cord "was not coming on and they were sent a new power cord that did not help."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.